Event description:
The event is reported as: staples were not forming properly. No injuries reported.

Manufacturer narrative:
Evaluation: method: other, picture of device was used for sample eval. Results: other, picture provided shows staples were not forming properly. The root cause is listed as manufacturing processes. Conclusion: other ¿ (b)(4 was opened to address the issue of staples not forming. A follow up report will be filed if add'l info is received